Event description:
The customer reported via phone call that she was hospitalized on (B)(6) 2015 with a blood glucose of 577 mg/dl. Customer had nausea and was vomiting. Customer corrected with a manual injection. Customer was having chest and shoulder pain. Customer stated that her blood glucose was rising. Customer went to the emergency room due to her ketones. Customer had issues with potassium in her body. Customer was wearing the pump at the time of the emergency room visit. Insulin pump will be replaced.

Manufacturer narrative:
The insulin pump passed functional testings including displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and no delivery tests. There was no unexpected compromised force sensor system error alarm noted during testing. The pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The pump had a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip, and a missing end capsticker.